Manufacturer narrative:
Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed quasi-brittle fracture with fracture surface chevrons providing some evidence of overload as the mechanism of ultimate failure. The perimeter fracture surface morphology and the age of the product are consistent with anticipated wear. The above observations are consistent with anticipated wear of the instrument.

Event description:
It was reported that the tip of the driver broke while tightening a set screw. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.